Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. Analyst noted that the blood obstructed in distal conductor prevents the syylet insertion.

Event description:
It was reported that at an unknown time during use of the atrial lead, the stylet could not fully be inserted into the distal part of the lead to be maneuvered for atrial appendage placement. The atrial lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.